Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2010 which caused the patient's setting to change. The setting change was noted upon reinterrogation of the vns, but only the output current was corrected. The off time was left at 60 minutes. The settings were not corrected until on or before (B)(6) 2010 per the history.